Manufacturer narrative:
H3: device not available for return, investigation will proceed with the available information with results sent in a supplemental report. If the device becomes available, a new supplement will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while the device was in use with the patient that the patients chest was not rising and falling with ventilations. No alarms sounded. An 'apnea alarm' was observed on the transport monitor. The patient was removed from the device, bagged with ambu, and chest compressions were initiated. The patient did not survive the code, patient exhibited cardiac and respiratory arrest.

Event description:
Additional information received to date: the customer confirmed that there was no coroner's report available. The device is not available for return/investigation. The device is not able to be released. It was "also mentioned that after evaluating and analyzing the transport ventilator by their internal clinical engineering team it was concluded that the ventilator did not malfunction".

Manufacturer narrative:
H3 and h6: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause is the electrical power circuit. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, the manufacturer will reopen this complaint for further investigation. Medical evaluation: lack of details regarding this clinical event precludes a comprehensive medical assessment. Based on a review of the events in this case the cumulative evidence of this incident does not conclusively implicate or exclude the parapac medic transport ventilator as the cause of the patient event. Patient death is reported. If additional information becomes available, this medical assessment will be further revised.

Manufacturer narrative:
D4: UDI updated. **UDI related data quality updates only**